Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was a bent video connector pin, caused by the scope used in combination with the subject device. As stated in the instructions for use, as a preventive measure, "check that there are no abnormalities such as bending or crushing on the electrical contacts inside both the device side and scope side connectors of exera ii."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a bent pin in the video connector. Replacement of the video connector was required in order to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error code "b30" was generated multiple times. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed after a "short" delay, using another device. There was no patient injury, associated with the problem, reported to olympus.